Manufacturer narrative:
Stryker requested return of the customer's electrodes for the evaluation. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their devices didn't recognize connected electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Event description:
A customer contacted stryker to report that their devices didn't recognize connected electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s electrode tray at the product assessment center (pac) and the technician was not able to verify or duplicate reported issue. A root cause of the reported issue could not be determined as no discrepancies or malfunctions have been observed.